Event description:
A customer reported that an occlusion alarm kept going off, the handpiece would not work and the patient experienced a surge in the intraocular pressure during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).